Event description:
It was reported that patient experienced difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned per hospital policy.